Event description:
It was reported to nova biomedical that a consumer received a result of 77 mg/dl on their blood glucose meter. The consumer ate a healthy evening snack of carbohydrates, protein and sugar, and went to bed. Two hrs later, the consumer's wife heard a noise from the consumer and gave him 1 tube of glucose gel, and he consumed orange juice. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use, and transfers test strips from one vial to another vial, which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.